Manufacturer narrative:
Patient medical history includes but is not limited to: hypertension, arteriosclerotic coronary artery disease, heart failure, arthritis, atrial fibrillation, stage 2 kidney disease, diabetes mellitus, stented coronary artery. Patient medications include but are not limited to: albuterol, pantoprazole, diclofenac, furosemide, potassium chloride, prevastatin, trazodone, metoprolol, ibuprofen, metformin, spironolactone, multivitamin. According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2020, the patient underwent reintervention for a type ii endoleak with aneurysm enlargement (amount unknown) and a gore® aortic extender component was placed proximally, along with two gore® contralateral leg components to reline the graft system. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.